Event description:
Reportedly, the device failed to charge when an attempt was made to defibrillate a patient. The patient rhythm returned to pea and defibrillator therapy was no longer needed. Patient outcome was not reported.